Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient demographics: (B)(6). It was reported that on (B)(6) 2017, intra-op, the pituitary broke. The product came in contact with the patient. No fragment of the instrument remained in the patient. No complications were reported.

Manufacturer narrative:
Product analysis: the superior and inferior shafts are broken at the center line of the pivot pin hole. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order to induce a fracture of the shaft are consistent with overload. The material forward of the pin was not returned. The above observations are consistent with an overload of the instrument. If information is provided in the future, a supplemental report will be issued.